Event description:
During an mis procedure, the surgeon noted a potential issue with the placement of the left l4 screw. Although navigation initially indicated correct positioning, fluoroscopic imaging later confirmed the screw was misplaced. The screw was then removed and repositioned successfully using the same navigation system. The patient was not harmed at any point during the procedure. No technical malfunctions were identified. Two potential contributing factors were noted: instrument skiving during screw placement and possible anatomical shifts due to rod fixation. However, the most likely cause appears to be human error. While no system malfunction was found, the exact root cause of the deviation could not be definitively determined due to a lack of clinical or visual evidence.